Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, the left ventricular (lv) lead was visually confirmed as dislodged, which resulted in increased threshold capture. The lv lead was capped and replaced to resolve the event and the patient was in stable condition.